Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was locate in a vein graft. A 2.00mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 26 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. Microscopic inspection revealed a longitudinal tear in the balloon material. There were numerous hypotube kinks. Microscopic examination of the balloon presented no irregularities in the balloon material, markerbands and proximal bond that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error it was reported that the device was inflated to 26atm which is above rated burst pressure (rbp). The dfu states: ¿inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was locate in a vein graft. A 2.00mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 26 atmospheres, the balloon ruptured. No patient complications were reported.